Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), embedded device ("essure coil had migrated out of tube into endometrium"), device expulsion ("essure coil had migrated out of tube into endometrium") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: never before essure she experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, and abdominal pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 3 years 11 months after insertion of essure, the patient experienced device difficult to use ("attempted to undergo surgery to remove essure coils but surgery was unsuccessful"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), back pain ("chronic back pain"), alopecia ("hair loss") and dysgeusia ("metallic taste"). The patient was treated with surgery (on (B)(6) 2015, surgery to remove essure unsuccessful.) And surgery (on (B)(6) 2016, surgical removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, device expulsion, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, back pain, device difficult to use, alopecia and dysgeusia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device difficult to use, device expulsion, dysgeusia, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: follow up via a new lawyer: essure placed for permanent birth control. She suffered (previously reported:) pelvic pain, abdominal pain, menorrhagia, back pain) and (newly reported:) abnormal bleeding, dysmenorrhea, hair loss, metallic taste. New: on (B)(6) 2016, she underwent surgical removal, doctor discovered that one coil had migrated out of tube into endometrium. All events were considered related to essure company causality comment: this case was updated after new information received. This litigation case refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion inserts) inserted on (B)(6) 2011 and experienced adverse events, including chronic pelvic pain and abnormal bleeding (seen as genital bleeding). An unsuccessful attempt to remove essure was performed on (B)(6) 2015 and, later, it was surgically removed on (B)(6) 2016. During the removal procedure it was detected that one essure coil had migrated ou of tube into endometrium (seen as embedded device and partial expulsion of device). These events are anticipated in the reference safety information for essure. After essure insertion, abnormal genital bleeding and abdominal, pelvic and uncharacterized pain may occur; in this case considering the events nature and in the lack of alternative explanation, causality with the suspect insert cannot be excluded. There is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. Although the exact date and mechanism of the embedment are unknown, based on its nature, a causal relationship with essure cannot be excluded. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), embedded device ('essure coil had migrated out of tube into endometrium') and device expulsion ('essure coil had migrated out of tube into endometrium') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: never before essure she experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, and abdominal pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device removal ("attempted to undergo surgery to remove essure coils but surgery was unsuccessful"), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), back pain ("chronic back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste") and tooth fracture ("teeth breaking"). The patient was treated with surgery (on (B)(6) 2015, surgery to remove essure unsuccessful. And on (B)(6) 2016, surgical removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, device expulsion, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, back pain, complication of device removal, alopecia, dysgeusia and tooth fracture outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, device expulsion, dysgeusia, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain and tooth fracture to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), embedded device ('essure coil had migrated out of tube into endometrium') and device expulsion ('essure coil had migrated out of tube into endometrium') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: never before essure she experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, and abdominal pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device removal ("attempted to undergo surgery to remove essure coils but surgery was unsuccessful"), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), back pain ("chronic back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste") and tooth fracture ("teeth breaking"). The patient was treated with surgery (on (B)(6) 2015, surgery to remove essure unsuccessful. And on (B)(6) 2016, surgical removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, device expulsion, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, back pain, complication of device removal, alopecia, dysgeusia and tooth fracture outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, device expulsion, dysgeusia, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain and tooth fracture to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter was added, event teeth breaking added. Seriousness criteria (medically significant) of event genital hemorrhage was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil had migrated out of tube into endometrium'), pelvic pain ('chronic pelvic pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device expulsion ('essure coil had migrated out of tube into endometrium') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: never before essure she experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, and abdominal pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device removal ("attempted to undergo surgery to remove essure coils but surgery was unsuccessful"), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), back pain ("chronic back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste") and tooth fracture ("teeth breaking") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2015, surgery to remove essure unsuccessful. And on (B)(6) 2016, surgical removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, ectopic pregnancy with contraceptive device, device expulsion, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, back pain, complication of device removal, alopecia, dysgeusia and tooth fracture outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, device expulsion, dysgeusia, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, genital haemorrhage, menorrhagia, pelvic pain and tooth fracture to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2020-14877) which will be deleted from bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: new event was added : ectopic pregnancy with contraceptive device and device ineffective. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil had migrated out of tube into endometrium'), pelvic pain ('chronic pelvic pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device expulsion ('essure coil had migrated out of tube into endometrium') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: never before essure she experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, and abdominal pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device removal ("attempted to undergo surgery to remove essure coils but surgery was unsuccessful"), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), back pain ("chronic back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste") and tooth fracture ("teeth breaking") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2015, surgery to remove essure unsuccessful. And on (B)(6) 2016, surgical removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, ectopic pregnancy with contraceptive device, device expulsion, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, back pain, complication of device removal, alopecia, dysgeusia and tooth fracture outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, device expulsion, dysgeusia, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, genital haemorrhage, menorrhagia, pelvic pain and tooth fracture to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil had migrated out of tube into endometrium'), pelvic pain ('chronic pelvic pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device expulsion ('essure coil had migrated out of tube into endometrium') in a 27-year-old female patient who had essure (batch no. 880430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included syncope, bradycardia, multiple cesarean sections, allergic reaction to analgesics and hives. Never before essure she experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, and abdominal pain. Concurrent conditions included intermenstrual bleeding and pelvic adhesions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device removal ("attempted to undergo surgery to remove essure coils but surgery was unsuccessful"), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), back pain ("chronic back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste") and tooth fracture ("teeth breaking") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2015, surgery to remove essure unsuccessful., on (B)(6) 2016, surgical removal of essure and on (B)(6) 2016,exploratory laparotomy, surgical removal of essure,bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, ectopic pregnancy with contraceptive device, device expulsion, genital haemorrhage, abdominal pain, heavy menstrual bleeding, dysmenorrhoea, back pain, complication of device removal, alopecia, dysgeusia and tooth fracture outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, device expulsion, dysgeusia, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, genital haemorrhage, heavy menstrual bleeding, pelvic pain and tooth fracture to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Lot number: 880430 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil had migrated out of tube into endometrium'), pelvic pain ('chronic pelvic pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device expulsion ('essure coil had migrated out of tube into endometrium') in a 27-year-old female patient who had essure (batch no. 880430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included syncope, bradycardia, multiple cesarean sections, allergic reaction to analgesics and hives. Never before essure she experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, and abdominal pain. Concurrent conditions included intermenstrual bleeding and pelvic adhesions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device removal ("attempted to undergo surgery to remove essure coils but surgery was unsuccessful"), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), back pain ("chronic back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste") and tooth fracture ("teeth breaking") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2015, surgery to remove essure unsuccessful., on (B)(6) 2016, surgical removal of essure and on (B)(6) 2016,exploratory laparotomy, surgical removal of essure,bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, ectopic pregnancy with contraceptive device, device expulsion, genital haemorrhage, abdominal pain, heavy menstrual bleeding, dysmenorrhoea, back pain, complication of device removal, alopecia, dysgeusia and tooth fracture outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, device expulsion, dysgeusia, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, genital haemorrhage, heavy menstrual bleeding, pelvic pain and tooth fracture to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-aug-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, and abdominal pain. Plaintiff has never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff attempted to undergo surgery to remove her essure coils but the surgery was unsuccessful. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is listed in the reference safety information for essure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between this event and suspect insert cannot be excluded. This case was regarded as incident as consumer had an attempt to have essure coils removed; however, it failed (device removal was required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 28-sep-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is listed in the reference safety information for essure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between this event and suspect insert cannot be excluded. This case was regarded as incident as consumer had an attempt to have essure coils removed; however, it failed (device removal was required). Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.